Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. In addition, no leaks were detected during leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event of a contact force issue remains unknown.

Event description:
During the premature ventricular contractions, there was a delay due to contact force issues. The catheter was inserted through an 8.5f sheath and the contact force was working as expected at first. After a few minutes the force sensor started to flash purple and would not read force. The se indicator remained green. The contact force issue occurred intermittently. The catheter was replaced but the same issue occurred. The tactisys and the cable from the tactisys to ampere were also changed with no resolution. The catheter was replaced again with a third catheter and the procedure was completed with no adverse consequences to the patient.